Manufacturer narrative:
H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, applicable previous investigation(s), sample analysis, applicable fmea documents, applicable manufacturing records, and labeling. Based on a review of this information, the following was concluded: the complaint of a catheter kink is confirmed but the exact cause could not be determined from the x-ray photos provided. One radiographic image of a PICC catheter within a patient was provided for evaluation. The image appears to show a catheter in the left side arm and upper chest. A looped, kinked section in the catheter near the winged hub appears to be present. The catheter appears to be a dual lumen configuration; however, the exact catheter device is unknown as product information was not provided. Based on the photos provided, possible contributing factors include catheter bunching, securement technique, and placement location. Since the catheter was observed to be kinked, the complaint is confirmed. The catheter type is unknown; however, the powerpicc instructions for use (IFU) found at bardaccess.com cautions, ¿avoid placement or securement of the catheter where kinking may occur, to minimize stress on the catheter, patency problems or patient discomfort¿. A lot history review (lhr) of redn1085 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that the dual lumen catheter kinked within the patient's arm. No other information was provided. Additional information received from facility stated that days after PICC was placed in the left brachial vein, a kink was observed on x-ray. PICC was replaced and no patient harm reported.

Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, applicable previous investigation(s), sample analysis, applicable fmea documents, applicable manufacturing records, and labeling. Based on a review of this information, the following was concluded: the complaint of a catheter kink is confirmed but the exact cause could not be determined from the x-ray photos provided. One radiographic image of a PICC catheter within a patient was provided for evaluation. The image appears to show a catheter in the left side arm and upper chest. A looped, kinked section in the catheter near the winged hub appears to be present. The catheter appears to be a dual lumen configuration; however, the exact catheter device is unknown as product information was not provided. Based on the photos provided, possible contributing factors include catheter bunching, securement technique, and placement location. Since the catheter was observed to be kinked, the complaint is confirmed. The catheter type is unknown; however, the powerpicc instructions for use (IFU) found at bardaccess.com cautions, ¿avoid placement or securement of the catheter where kinking may occur, to minimize stress on the catheter, patency problems or patient discomfort¿. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
It was reported that the dual lumen catheter kinked within the patient's arm. No other information was provided.